Event description:
Pt implanted 6/24/98 in both oral commissures and both nasolabial folds. Onset of implant visible, implant extrusion, erythema, and swelling 6/29/98 in nasolabial on perioral area. Implant cutivate 6/29/98 and revised 8/3/98 and 8/17/98. Massaged on 8/21/98 and 9/1/98.